Event description:
Consumer stated that he believes that the equate double action denture cleanser has caused his gums to become red and sore after using the product for 3 days. Consumer stated, he has used this product for 40 yrs and has never had any problems except for this last time.